Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports at the beginning of an injection with one syringe of juvéderm volbella® xc there was a needle disengagement and the product "exploded." Patient contact was made. No injury occurred. The packaged needle was used and this was confirmed the initial use of the syringe.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received without cap but with 2 sealed and unused allergan needles. No defect observed.

Event description:
Healthcare professional reports at the beginning of an injection with one syringe of juvéderm volbella® xc there was a needle disengagement and the product "exploded." Patient contact was made. No injury occurred. The packaged needle was used and this was confirmed the initial use of the syringe.